Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: updated d.9, updated h.3, corrected codes in h.6 type of investigation, corrected codes in h.6 investigation findings, corrected codes in h.6 investigation conclusions. The 14fr esheath+ was returned to edwards lifesciences for evaluation. Visual inspection of the device revealed the following: sheath shaft curvature was noted, the sheath liner fully expanded as designed, the sheath distal tip was opened and stretched, and scratches were present near the distal tip. Due to the nature of the event, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: there was presence of tortuosity in patient's right access vessel, and there was presence of calcification in the area of the reported resistance (abdominal aorta) and right access vessel. A device history record review was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. A review of the lot history revealed other similar returned events for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar events. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to insert sheath. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The difficulty introducing the sheath and sheath distal tip damage were confirmed based on evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Per evaluation of the returned device, the sheath shaft had curvature and multiple scratches were observed near the distal tip. Additionally, evaluation of the provided imagery shows presence of tortuosity in patient's right access vessel and calcification in abdominal aorta and right access vessel. Calcification can create a constricted pathway whereas tortuosity will subject the sheath to sub-optimal angles creating resistance during sheath insertion. Sharp calcified nodules can scratch and/or damage the sheath during insertion. Furthermore, if excessive device manipulation was used to overcome difficulty and resistance experienced, it could lead to the reported sheath distal tip damage. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
A voluntary medwatch was submitted for this event. Please reference related MDR report no:. Mw5119115. Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist (fcs), insertion difficulty of a 14fr esheath+ into the patient and subsequent death occurred during a transfemoral transcatheter aortic valve replacement procedure. Per review of voluntary medwatch (MDR report no:. Mw5119115) and medical records received, access was obtained on the right femoral artery. Resistance was felt during insertion of the 14fr esheath+ into the right iliac artery around the abdominal aorta. Advancement of the sheath was aborted. Angiogram revealed that there was a small perforation in the infrarenal abdominal aorta, and emergent vascular surgery consult was obtained. A valvuloplasty balloon was used and tamponade was attempted at the site of the perforation. Repeated angiograms confirmed the successful occlusion of the perforation site. An endograft was advanced via the left sheath and the valvuloplasty balloon was removed. The endograft was deployed in the infrarenal portion of the abdominal aorta. The patient became hemodynamically stable. The 14fr esheath+ was replaced with a 16fr esheath+. There was no issue advancing the 16fr esheath+ or the valve in the sheath. The 26mm sapien 3 ultra valve was successfully implanted in a good position. Femoral angiogram was performed after closure of the access site with perclose devices, and no dissection or leak was noted. The patient was sent to the ICU in hemodynamically stable condition. However, the patient was later emergently taken to the or for prolonged hypotension with hemorrhagic shock and abdominal compartment syndrome. No evidence of active bleeding was observed. There was retained blood coming from the retroperitoneum from the patient's rupture. Two liters (2l) of blood were evacuated, the patient was transfused, and an abdominal packing was performed. The patient was sent to the ICU in extremely critical condition. The patient continued to decompensate and expired the same day as the procedure. The fcs did not observe any damage on the 14fr esheath+ upon removal. The perceived root cause of the resistance felt during insertion of the 14fr esheath+ was due to plaque, calcium, or tortuosity in the access vessel. Per voluntary medwatch and medical records, the tip of the 14fr esheath+ expanded prematurely during advancement, creating a separation of the sheath and the introducer. Per the operative report, "the expanded part of the edwards e sheath appears to have contributed to the tear in the abdominal aorta".